Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was extensively evaluated and passed all testing successfully. Review of the device logs identified battery calibration required advisories and a number of initiated device charging events that contributed to typical depletion of the battery that was likely a factor in the customer report. Zoll recommends having, at least, one fully charged spare battery available as standard practice. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.